Event description:
It was reported that following a carotid stenting treatment procedure stroke occurred. The greater than 75% stenosed target lesion was located in the right internal carotid artery (ica). The patient's anatomy was considered to be "tortuous" and "difficult". Angiography was able to be performed with a 3.5x5.5mm 190cm filterwire ez in place. A carotid wallstent mr 10x24,5.9f,135cm was advanced over an unspecified wire. The physician encountered difficulty in positioning the stent due to the anatomy and began to remove the stent delivery system. The stent shaft broke and the stent was not deployed. The stent shaft was removed separately from the stent, wire and catheter which were removed together. The patient was considered to be "stable" and "doing fine" so the decision was made to attempt to regain access with unspecified devices. Attempts were made for approximately 30-60 minutes when the patient experienced decreased blood pressure and slower heart rate and then immediately exhibited signs of tia/stroke including unresponsiveness to commands and the inability to move extremities upon command bilaterally. The procedure was aborted. The patient was treated with fluids to maintain blood pressure and continued anti-coagulants. The following day successful stenting of the patient's known "significant" left internal carotid artery stenosis was performed. The right ica was imaged and determined not to have any indication of restricted flow with reduction in the amount of original stenosis. The patient has regained ability to move upon command of the left side of his extremities and had the restoration of "some" speech. Motor ability on the right side has not resolved. There have been not additional patient complications reported with the patient's current condition listed as "stable".

Event description:
It was reported that following a carotid stenting treatment procedure stroke occurred. The greater than 75% stenosed target lesion was located in the right internal carotid artery (ica). The patient's anatomy was considered to be "tortuous" and "difficult". Angiography was able to be performed with a 3.5x5.5mm 190cm filterwire ez in place. A carotid wallstent mr 10x24,5.9f,135cm was advanced over an unspecified wire. The physician encountered difficulty in positioning the stent due to the anatomy and began to remove the stent delivery system. The stent shaft broke and the stent was not deployed. The stent shaft was removed separately from the stent, wire and catheter which were removed together. The patient was considered to be "stable" and "doing fine" so the decision was made to attempt to regain access with unspecified devices. Attempts were made for approximately 30-60 minutes when the patient experienced decreased blood pressure and slower heart rate and then immediately exhibited signs of tia/stroke including unresponsiveness to commands and the inability to move extremities upon command bilaterally. The procedure was aborted. The patient was treated with fluids to maintain blood pressure and continued anti-coagulants. The following day successful stenting of the patient's known "significant" left internal carotid artery stenosis was performed. The right ica was imaged and determined not to have any indication of restricted flow with reduction in the amount of original stenosis. The patient has regained ability to move upon command of the left side of his extremities and had the restoration of "some" speech. Motor ability on the right side has not resolved. There have been not additional patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic examination of the returned device revealed the device was returned in two sections as a break in the shaft had occurred at 167 mm proximal to the tip, which is at the monorail exit. A filterwire was returned inserted though the distal section of the shaft and there was dried blood along the shaft. The shaft was kinked distal to the shrink tubing. No other issues were noted with the returned device. The manufacturing batch record review confirmed hat the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review a supplemental med watch will be submitted. (B) (4).